Event description:
Event description guidant received information that this pacemaker was implanted subcutaneously, while the chronic pacemaker, which is sub-pectoral, remained implanted and connected to an epicardial lead system. The patient is being paced at 87 ppm, but neither device is programmed at that rate. The field representative indicated the old device does not appear to be inhibited by the new device, and therefore, both devices are pacing. Subsequently, it was suspected that the new endocardial ventricular lead became dislodged.